Event description:
Corail neck fracture leading to a functional disability of the lower limb

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation it was recorded a failure investigation report: (B)(4) - 2 parts rejected at the end of the treatment of coating hac, deterioration of the aspect (blasting on polished surface), other parts of the batch are in conformity. X-ray analysis: the origin of the fracture could not de determined from the x-ray provided. No further analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.